Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjo hospital equipment ab on behalf of the importer arjohuntleigh, inc. Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd. As of (B)(4) 2010, that number was de activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted. Additional information will be provided upon completion of the manufacturer's investigation. (B)(4).

Event description:
It was initially reported by company representative that during the patient positioning in the pool, the steel cable broke causing the patient to fall into the water. On (B)(6) 2014 additional information was provided regarding this incident. It showed that when the event occurred patient was directly supported by the caregiver. Received information showed also that steel cable was never replaced.